Manufacturer narrative:
The connectors and hanger were confirmed to be broken. Display wires were found to be pinched, with compromised insulation. The case was found to be broken, and the battery drawer was sticking. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had damaged connector ports. It was further reported that the epg was missing its hanger. The epg was returned for service. There was no patient involvement.